Event description:
It is reported that the surgeon attached the instrument to the stem trial to remove the trial from the patient's humeral canal. Upon trying to slap-hammer out the trial, the device kept disconnecting from the trial.

Manufacturer narrative:
This report will be amended when our investigation is complete.